Event description:
Related MFR report number: 2017865-2025-12441. Related MFR report number: 2017865-2025-12442. It was reported that a patient presented for an extraction. Oversensing was noted on the atrial lead, right ventricular (rv) lead, and pacemaker (pm). The physician elected to explant and replace the atrial lead, right ventricular (rv) lead, and pacemaker (pm). The patient was discharged following the procedure.

Manufacturer narrative:
Please retract this report this report 2017865-2025-12440 as there was no issue with the pacemaker. The issue was solely on the atrial and right ventricular (rv) leads and was reported in 2017865-2025-12441 and 2017865-2025-12442.

Event description:
Additional information received notes that there was no malfunction on the pacemaker. There was no oversensing of noise on the atrial and right ventricular (rv) lead, there was only noise.

Manufacturer narrative:
The reported event of sensing noise and output anomalies was not confirmed. The device was received with normal outputs and normal leads impedance. Electrical and mechanical tests performed including output verification, crosstalk, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.